Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues followed by loss of lock. The patient was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.